Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: -this event was found before use, but the product was continued using by the doctor's judgement. -no health damage has occurred afterwards. H3 investigation summary: the product was returned to ethicon for evaluation. One foil packet and one winding former both were empty; also, three needle suture combination and twelve detached needles outside its packaging were received for analysis. Product code d10158 which is a control release and requires eight strands per packet. As per the condition of the returned sample could not be determined if the detached needles or the needle suture combination were found in the winding former. Furthermore, the winding former only contain eight strands per packet. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One winding former with four undispensed strands was received for analysis. Product code d10158 (blunt point) which is a control release and requires eight strands per packet. During the visual inspection of the sample, it was noted a difference between the tip needles. Based on the information currently available, the mixed needles was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. It was reported that there was a different diameter of needle (thinner) mixed in. There were no adverse consequences to the patient. Additional information was requested.